Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The customer report of the device displaying an e103 error message and light illumination going to the spare lamp was noted by the endoscopy account manager (eam). The eam advised the customer to press the reset button and the issue resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera iii xenon light source displayed an e103 error message at the beginning of a procedure. The device was inspected before use and had recently been serviced by olympus. Prior to use the device was working "fine." The procedure was completed using the same device and no other devices were involved in the event. There was no delay in the procedure. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the lamp was difficult to turn on due to the age of the lamp light or it was caused by temporary malfunction of the igniter.